Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to loosening.

Manufacturer narrative:
The product was not returned and product identification is insufficient to perform a device history review, compatibility check or a complaint review. The device was used for treatment, the surgical notes were not provided, with the very limited information available a definitive root cause for the event could not be determined. This report is linked to linked to 0001822565-2016-02282-2.